Event description:
Pt was taken to the hospital with high blood glucose levels (bgls) while wearing the I-port. The pt stated that her bgls began to rise and remained elevated during the fifth day of administering insulin through the device. Pt was administered IV fluids and given standard insulin injections while at the hospital. Pt was dismissed from the hospital after two hrs of treatment and does not claim permanent effects caused by the incident.

Manufacturer narrative:
The I-port worn prior to admittance to the hospital was removed and discarded, and was therefore not available to return for eval. The indications for use specify that the I-port is suitable for use for up to 72 hrs and the contraindications state not to use the same I-port for longer than 72 hrs. Pt stated that the prescribing healthcare professional (hcp) indicated that the I-port had a wear time of 5 days and other contraindications, warnings and precautions were not discussed. (B)(4) contacted the prescribing hcp and discussed the importance of pt training (with an emphasis on the 72 hrs wear period). Since the adverse incident, the pt has applied and worn multiple devices successfully for the full 72 hr wear period.